Event description:
It was reported that the pump had flipped in the pocket and the catheter was kinked. The hcp was unable to access the reservoir port and refill the pump. The pump stated to alarm and ran dry for three weeks. The pt experienced withdrawal symptoms (not specified) and had thrown up blood. She had been discharged from her previous pain clinic, had moved, and was unable to find an hcp to refill the pump or revise the pump. It was also reported that the pt couldn't find an hcp to refill the pump because it was "plugged." The pt was at home and her condition was "fair." It was reported that the pump was revised (date not reported). The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.